Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: d4: UDI, d10: device returned, d11: concomitant products h3, h4, h6: device history lot a review of the receiving inspection (ri) for verse x25 inserter was conducted identifying that lot number gm5013103 was released in three batches. Batch1: lot qty of (B)(4)units were released on (B)(6) 2018 with no discrepancies. Batch2: lot qty of (B)(4) units were released on (B)(6) 2018 with no discrepancies. Batch1: lot qty of (B)(4)units were released on (B)(6)2019 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device history batch null, device history review the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. H6: investigation summary, background: driver tip galling. This complaint involves two (2) devices. Investigation flow: damage visual inspection: verse x25 inserter/tightener (part# 299704230, lot# gm5013103, qty: 1) was returned and received at us cq. Upon visual inspection at cq, it is observed that the distal tip of the device was worn. The rest of the device shows normal wear consistent with the device use which would not contribute to the complaint condition. Thus, the complaint is being confirmed. Device failure/ defect was found complaint was confirmed investigation conclusion: the complaint was confirmed during investigation. After a visual inspection, it is determined that the reusable instrument device is worn from repeated use and servicing; therefore, further investigation for the reported complaint device is not required. During investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventative action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Reporter is jnj representative. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported on (B)(6) 2020, that during an unknown surgery the set screwdriver tip was twisted. There was a surgical delay of three (3) minutes. The procedure was successfully completed with another instrument. Patient status is unknown. This complaint involves two (2) devices. This report is for (1) verse x25 inserter/tightener. This is report 1 of 2 for (B)(4).